Event description:
The event was reported to vascutek as follows: after the initiation of the circulation, a pinhole leak occurred between the bifurcation of the legs. Blood gushed rather than oozed. Using 5.0 proline, the dr. Inserted 1 stitch and bleeding almost stopped. Finally he applied 3 or 4 stitches to the leak and applied tacho comb to stop bleeding.

Manufacturer narrative:
No further information will be received for this event, therefore, vascutek now considers this complaint closed. This issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops, action may be taken at that time.